Event description:
It was reported that the device failed the pre-insertion test. The specific failure was not reported. Spoke with customer, she indicated not sure what the specific event. Further followed up, customer left message and failure could not be identified.

Manufacturer narrative:
Device not returned.